Manufacturer narrative:
(B)(6). The lot was manufactured june 5-7, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate ruptured during filling. The device was filled with 80ml of fluorouracil. There was no patient involvement.  No additional information is available.